Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was high blood glucose and a heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The customer was not using sensors. The customer thought they were having a bad flu and did not check their blood glucose until they were hospitalized. The next of kin believes the pump may not have been working properly at the time of the incident. The caller declined to return the insulin pump for analysis.